Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the issue resolved with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 2 scs leads from the same lot. It was reported the patient was no longer receiving effective stimulation (date of event is unknown). As a result, the patient's scs leads were explanted and replaced with a different model. Additionally, the scs ipg was electively explanted and replaced with a different model to take advantage of new technology. There were no allegations against the device.